Manufacturer narrative:
Not available.

Event description:
Surgeon informed the representative that at the four month post operative appointment the x-ray presented that one cervical screw has backed out of the cervical plate. Initially, the surgeon was going to monitor the case due to the fact that the patient presented no adverse symptoms because of the malfunction. The surgeon later decided to surgically remove the screw on an unknown date. The removed screw was unavailable for evaluation, nor has the identifying lot number(s) been provided. A review of the DHR (device history record) revealed no manufacturing, processing or design related irregularities. X-ray were reviewed by expert surgeon, (B)(6). Md. Dr. (B)(6) found no evidence of any design issues and the x-ray disclosed a halo effect which dr. (B)(6) indicated is indicative of screw micro motion.